Event description:
It was reported that the ilet pump did not power or illuminate when placed on the charger, produced vibration on placement, and displayed a solid green charging indicator, indicating a device hardware malfunction affecting power/charging functionality. Symptoms included no adverse clinical effects. Outcomes included no impact to health or medical care. Investigation included technical support assessment and troubleshooting with user education. Investigation of this case revealed a confirmed device malfunction with loss of proper charging behavior and loss of water resistance, warranting replacement. It was concluded that the event was due to a device hardware failure unrelated to user error, and replacement was initiated.